Event description:
The customer reported that the piston in the pump is not detecting resistance from the reservoir's plunger and the insulin is squirting out. The customer mentioned receiving also an error alarm. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and alarmed an error during the basic occlusion test as a result of a loose motor support disk. However, the displacement test passed. Further testing could not be performed due to the loose motor support disk and the error alarm.